Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4k1079s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic hepatectomy, during dissection of liver tissue, the device was failed to stimulate nail formation and the staple line was incomplete. It was also noted that the jaws of the device was locked on tissue. To resolve the issue, the device was removed by prying to open and the staple line was fixed by hand sewing. The surgical time was extended by more than 30 minutes.